Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the "door shims were broken", which was observed during the evaluation. The door shims were found to be damaged by external influences. The failed door shims were replaced.

Event description:
It was reported that a spectrum pump's door shims were broken". It was also reported there was no patient involvement.